Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a "new" nurse entered a room to assist another nurse who was busy with another patient. The "new" nurse saw ¿infusion complete¿ message on the pump and "turned the channel off without looking at what was infusing and left the room." It was reported that the medication was norepinephrine and that the patient "nearly coded." It reported that the "new" nurse just needed "to simply add more volume and restart the infusion." The customer is requesting the manufacturer to change the verbiage "infusion complete" to "volume complete" message" as that is what the pump is actually measuring ¿ either the preset volume or the volume to be infused set by the end user." There was patient involvement but unknown impact.